Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device is broken. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update 23-jun-2026 - further information was received: it was reported that during the meta osteosynthesis, the device is broken. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery. Update 25-jun-2026 - further information was received: it was not necessary to switch the surgical technique.